Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the pt underwent stenting of the pre-dilated proximal rca with three xience v stents. In 2009, the pt expired. The family refused to give any further info regarding the events surrounding the death. There was no reported cause of death, no record of hospitalizations and no further info was available.

Manufacturer narrative:
Death, as noted in the xience v IFU is a known adverse event associated with coronary stenting and not necessarily an indication of a product quality deficiency. Death is listed in the no fault risk assessment as a no fault post-procedure complication. There was no report of any product malfunction or procedural complications at the time of the initial xience v stenting for any of the lots. The other (2) xience v stents indicated are being reported under the same MFR#.